Manufacturer narrative:
The associated complaint device was not returned. The visionaire engineering team concluded, it was determined that the x-ray measurements used for the planning were not drawn correctly. This resulted in the femur being aligned 2 degrees valgus from what it would have been had the measurements been correct. The planned angle was set 2 degrees valgus from the correct alignment and was therefore a contributing factor. However, the plan still would have left the knee 1.4 degrees in varus, so other unknown factors contributed to the knee being set valgus as is seen in the post-op images. The clinical/medical team concluded, this is a complaint from the united states reporting that after the use of the visionaire cutting block the patient¿s leg was left in extreme valgus. ¿after the evaluation, it was determined that the distal point of the x-ray images did not correctly. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Manufacturer narrative:
The associated visionaire cutting block was not returned for evaluation. Our investigation including an engineering analysis by our visionaire team indicated that after evaluation, it was determined that the x-ray measurements used for the alignment were not planned correctly per internal specification. The error though a deviation from internal standards was not a cause of the case complaint, as the post-op x-ray shows the knee being in severe valgus and the alignment error was made in varus. Our internal investigation determined that there is no evidence to support that this error would have resulted in the extreme valgus placement that occurred. All other aspects of the visionaire process were found to be within specification. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A clinical evaluation noted that post op x-ray revealed that the patient's leg was left in extreme valgus. It has not been communicated that a revision procedure will be scheduled or has been performed. The reported valgus outcome is supported by the provided single undated image. This contributes to the patient impact as well as any potential future interventions to correct the post-surgical deformity. No further clinical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that when viewing the post operative x-rays, it appeared that the patient's leg was left in extreme valgus.